Manufacturer narrative:
(B)(4).

Event description:
It was reported slow/no aspiration occurred and a shaft leak was noted. During a rotational atherectomy procedure, the physician selected the use of a 2.1mm jetstream® xc atherectomy catheter. The jetstream catheter was advanced through a non-bsc 8f sheath to the heavily calcified, previously stented superficial femoral artery (sfa) with difficulty. The physician applied more pressure pushing the catheter when it inadvertently prolapsed the sheath into the aorta instead of, from one iliac to the other. This was not noticed right away since they were watching the tip of the catheter. Once the physician noticed that the catheter had prolapsed up into the aorta, it was pulled back down and repositioned. The jetstream blades were initiated started to spin and aspiration was started but was very slow. They went to exchange the device and had to run rex mode multiple times to get the device off the wire. During removal of the jetstream, it was noticed the mid-shaft was leaking heparinized saline. The procedure was completed with the same guidewire and another of the same device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
A visual examination identified the catheter shaft was damaged and did leak approximately 90cm from the tip. With the shaft being damaged this would cause the blades not to spin. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional analysis was done and showed that the device did perform as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported slow/no aspiration occurred and a shaft leak was noted. During a rotational atherectomy procedure, the physician selected the use of a 2.1mm jetstream xc atherectomy catheter. The jetstream catheter was advanced through a non-bsc 8f sheath to the heavily calcified, previously stented superficial femoral artery (sfa) with difficulty. The physician applied more pressure pushing the catheter when it inadvertently prolapsed the sheath into the aorta instead of, from one illiac to the other. This was not noticed right away since they were watching the tip of the catheter. Once the physician noticed that the catheter had prolapsed up into the aorta, it was pulled back down and repositioned. The jetstream blades were initiated started to spin and aspiration was started but was very slow. They went to exchange the device and had to run rex mode multiple times to get the device off the wire. During removal of the jetstream, it was noticed the mid-shaft was leaking heparinized saline. The procedure was completed with the same guidewire and another of the same device. No patient complications were reported and the patient is fine.